Event description:
It was reported the hp052 was used during a rectum procedure. It was reported by the rep that the surgeon used hp052 and blade (unknown). Got solid tone, used did test tip and found hand piece was broken. The case was finished with another hand piece. There was no consequence to pt.